Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -9.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced tass with diagnostics performed, treatment of medication administered, and on (B)(6) 2023 the lens was explanted. Postop comments were noted as "anterior chamber flare (+), a little kp". The problem was not resolved. The cause of the event was reported as unknown.